Manufacturer narrative:
The hill-rom technician replaced the external buzzer with scale board to resolve the issue.

Event description:
During a pm it was discovered that the bed exit audio alarm sounded very low and soft.